Event description:
It was reported that the customer stated "started to use on patient, cuff was inflated, however low pressure alarm sounded and the patient was reintubated". It was reported that the customer stated the cuff was re-tested prior to use.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up will be submitted.